Event description:
Device report from synthes europe reports an event in taiwan as follows: the tip of the screwdriver broke off. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): the investigation has shown that the tip is indeed completely broken off as complained, also the tip of the inner part is broken off. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surfaces are homogenous which indicate material conformity to the specification as well. Based on these findings, it is concluded that the cause of failure is not due to any manufacturing non-conformances. This product problem is likely the result of excessive mechanical force applied during removal (torsional stress).